Event description:
Customer reported her insulin pump had been exposed to moisture. Customer's blood glucose was 258 mg/dl. Customer has been on manual injections ever since the incident. Customer also reported a blank display on her insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.